Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient attempted to connect their transfer set to the drain line instead of the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error where a patient tried to connect the transfer set to the drain line instead of the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.